Event description:
Possible capture issue noted on atrial lead. Unable to confirm atrial capture. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).